Manufacturer narrative:
MFR was notified of event on (B)(4) 2011. Interviews with doctor and staff revealed attempts to place two devices failed before a third attempt was successful. First device experienced burst of uterine balloon at 500 ml fill (documents by this report and hospital's uf/di report # (B)(4)). Second device was inserted and/or filled improperly. Attempt with third device was successful, tamponade was achieved, and hysterectomy was avoided. Pt was not adversely affected by failure of the first device. Device balloons were tested for large margins of safety in acceptable fill amounts prior to FDA clearance ((B)(4)), and for possible misuse scenarios as part of this investigation. Balloons perform to expectations in all experiences. First-time use of this device at this facility, and device was marked as expiring 05/2011. Event occurred (B)(6) 2011. However, exp dating did not contribute to this event. Accurate cause of uterine balloon failure is indeterminable due to device not being returned and inability to replicate exact usage conditions and variable, including potential differences in device deployment that resulted in three different outcomes described above.

Event description:
This description is taken from the user facility's account of the occurrence. Ebb uterine balloon placed intra-uterinely during hemorrhage. When the balloon was filled with 500ml of saline it ruptured. (It should hold 750ml).